Manufacturer narrative:
The returned device was analyzed and was found to have the electrode shaft broken from the hub.

Event description:
A report was received that the hub of the electrode broke off and the wires were exposed.